Event description:
The customer reported to olympus, the hf-resection electrode loop was deformed and bent. The issue was found when preparing to perform transurethral resection of prostate plasma for the patient. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.